Manufacturer narrative:
G2 corrected to include "health professional." Device evaluation: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No serial/lot number was provided; therefore, a history record review could not be conducted.

Event description:
It was reported that most of the time the pump has alarmed (brief alarm) then says downstream occlusion clear; 90% of the time this is before patient involvement. Started several months and recently recorded 24 may, and 20 june had an alarm with downstream occlusion, and they have to keep pressing prime until it clears. Then when connect to patient pump two times has alarm lasting 3 or 4 times then ok for rest of 24 hours. There was patient involvement and no human harm/adverse event reported. Physical harm was avoided because the patient swapped to a different batch and kept priming the line until the alarm cleared. The event occurred at a patient¿s home. There were 10 occurrences over the last 3 or 4 months. A1: one patient, ten product malfunctions. Emdr-(B)(4). All represent the same patient. This is the eighth malfunction for the related reports.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.